Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber was end firing (forward firing) @ 210,228 joules. Gland volume 80 ml. Time expended 14:02 minutes. The procedure was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited mild char; the glass cap exhibited mild devitrification at the output window; the outer flow tubing exhibited scratch marks at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.